Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable is sticky, the video connector's electrical contact has corrosion, and there is a white scratch in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the humidity in the sterilization chamber, the moisture adhered to the camera cables, and the residues from the detergent have caused the camera cables to undergo hydrolytic deterioration during sterilization, resulting in moisture and adhesions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experienced water droplets on main body. The event happened during set up. There were no reports of patient involvement.